Event description:
Event description boston scientific received information that this patient, who had this pacing system implanted one day prior, had been in atrial fibrillation/flutter with a very rapid ventricular response at the time of the implant procedure, and continued with this rhythm again today. The rate slowed down the night before, and was capturing at 3.5v then, after a cardiac medication was administered to slow the heart rate. During the implant procedure, threshold measurement testing was performed at the rate of 150 beats per minute. There was a six second pause of ventricular asystole at that time. The field representative (fcr) sent in rhythm strips for technical services to analyze.